Manufacturer narrative:
Multiple attempts were made to obtain information regarding the repair, and operational status with no response from the reporter and cannot be determined. If additional information is later obtained, a supplemental report will be submitted.

Manufacturer narrative:
A gas delivery system (gds) was returned for analysis. Visual inspection revealed no anomalies. An investigation was performed, and the product analysis technician reported that the root cause was due to failure of the airflow sensor, caused by a component drifting out of calibration.

Event description:
It was reported that the ventilator would not go into standby mode when taken off the patient. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. The customer troubleshot with technical support and noted that the average air standard liters per minute (slpm) is reading 2.5 when set to zero on the pneumatics screen. The customer was advised to perform performance verification testing (pvt).